Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during reclaim hip revision, several instruments height segments were damaged and neck trial screws stripped. A screw in the dome of a 40mm liner also dislodged. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Review of a provided photograph confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory (B)(4) reports a screw in the dome of a 40mm liner also dislodged. No surgical delay. The device associated with this report was not returned. Review of the provided photograph confirmed the complaint; the screw disassembled from the shell component. Review of the photo could not confirm if the c-clip is missing. Review of the photograph also found material broke off while the screw dislodged from the shell. A search of the complaint database found the root cause is attributed to the user over-tightening the threaded insert during use. Review of the as400 found (B)(4) pieces of this lot were placed into distribution on may 29, 2015. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.